Event description:
It was reported that the 9900 system would intermittently shut down. Also the foot-switch cable was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The transformer was re-strapped. The interconnect cable, foot-switch, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/03/2009.